Event description:
A falsely elevated troponin I result was obtained on two patients' samples. The results were reported to the physician. The samples were repeated and negative results were obtained. One patient was admitted and the other patient received streptokinase. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a slipping hm wash pump. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.